Manufacturer narrative:
Film evaluation summary: the exact cause of the possible proximal type I endoleak could not be conclusively determined from the 3 still cta images provided. Pre-implant anatomy information, films at implant, and additional post-implant films were not provided. The complete stent graft in-vivo configuration and complete anatomy information could not be assessed.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. It was reported that approximately one month post index procedure a CT revealed that the valiant stent graft had a proximal type I endoleak. No treatment was performed and the event was not resolved. Per the physician the cause of the event was due to the patient anatomy of an angulated aortic neck.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.